Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to severely corroded battery cap contacts and battery tube noted. Unable to perform the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery, operating currents measurement, or off no power tests due to the blank display. Unable to verify the low battery alerts due to the blank display. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
The information in the initial medwatch report was not complete. The complete information has been provided with this report.

Event description:
The customer's parent called and reported the insulin pump screen went blank and would not come back on. At the time the display went blank, customer's blood glucose was 90 mg/dl. Customer's blood glucose was 400 mg/dl on the morning of this report. During troubleshooting, it was stated the insulin pump was not bumped, dropped, or exposed to moisture. The battery compartment and spring were neither damaged nor corroded. Following advice to remove the battery for 10 minutes, clean the battery cap contact and insert a new battery, the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.